Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the main board (0670-00-1152e). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.